Event description:
During testing and repair at the independent repair center, the (B)(4) concentrator was reported to have a malfunctioning alarm. This was due to a bad power switch which led to the malfunction.